Event description:
A hospital in (B)(6) reported, via a distributor, that an mr290 autofeed humidification chamber overfilled during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. The chamber was connected to a water bag to test for float operation. Results: there was no visible damage to the chamber. The floats functioned correctly to control the entry of water into the chamber. A lot check revealed one similar complaint for this lot number. Conclusion: we could not conclude how the reported overfilling of the chamber occurred. The returned chamber functioned properly. (B)(4).